Event description:
Coopervision was made aware on (B)(6) 2013 of a patient with tearing (torn lens) issues for the right eye. The date of the event is unknown. The account mentioned in a voicemail that the patient had a corneal ulcer previously. No further details were provided. Good faith effort for additional information was made, but no additional information was received as of the date of this report. Disposition of lenses and lot numbers are unknown. Coopervision is reporting the alleged right corneal ulcer in an abundance of caution.

Manufacturer narrative:
No lenses wer returned for evaluation. The lot numbers are unknown. The complaint is unconfirmed.